Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2015 due to instability and aseptic loosening. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."